Event description:
The customer reported a motor error. The blood glucose reading was 189 mg/dl. The insulin pump was not exposed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. No button error alarm noted. Insulin pump was unable to verify motor error alarm due button keypad anomaly. The motor was tested outside the device and passed. Insulin pump was received with cracked case at display window corners, minor scratches on the lcd window display and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.